Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified lesion in the femoral vein. During preparation of the 4.0x200mm armada 35 a leak was found so the device was not used. The procedure was successfully completed with another 4.0x200mm armada 35. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak. A review of the complaint handling database found no similar incidents from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.